Event description:
This report is filed for the atrial septal defect (asd) that required treatment. The steerable guide catheter cannot be excluded as being potentially contributory to the asd. It was reported that two mitraclips were deployed on (B)(6) 2012 in the patient with functional mitral regurgitation (mr) reducing mr from 3+ to 1+. On (B)(6) 2014 the patient had acute decompensated heart failure. On (B)(6) 2014, a left ventricular assist device was implanted and an atrial septal defect (asd) was closed using 3-0 prolene sutures. The patient was discharged home on (B)(6) 2014. The physician reported the heart failure is not related to the mitraclip devices or procedure; however, the atrial septal defect is considered procedure related by the physician and the asd closure was incidental to the lvad procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter (sgc). The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effect was related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions, as the sgc is required to cross the septum during the mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information from the physician was received indicating that the heart failure and the left ventricular assist device are not related to the mitraclip device or procedure; however, the atrial septal defect remains procedure-related. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.